Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from disconnected tubing through valve (pv61). The fse re-attached the tubing, resolving the leak. The fse dried the diluter card which was not functioning as a result of getting wet from the leak. While the fse onsite, the customer began cycling patient blood samples and heard a hissing sound. The fse observed the tubing from the check valve connected to lyse timing circuit for the lyse dispenser became disconnected. The instrument generated white blood cell (wbc) voteouts and incomplete hemoglobin (hgb) results during the event. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment. The fse re-attached the tubing, resolving the issue and cleaned the white blood cell (wbc) apertures as part of troubleshooting. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported fluid leaked from the coulter lh 780 hematology analyzer onto the countertop. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.